Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they were having a calibration error with the insulin pump. The customer's blood glucose level at the time was over 400 mg/dl and treated himself with the insulin pump. Blood glucose level at the time of the call was 404 mg/dl. Auto mode feature was enabled at the time. Product will not be returned for analysis.